Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 38832214 and lot number 1362894. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the cannula was observed fully detached from the needle hub with no traces of epoxy adhesive on the cannula surface. No damage was observed on the needle hub and through the picture alone, we were unable to evaluate if the epoxy adhesive amount was sufficient. Daily functional testing is performed for needle-to-hub pull force to check for sufficient adhesive during manufacturing. Without the physical sample, we are unable to identify an exact manufacturing related cause at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle detached. The following information was provided by the initial reporter: patient who during thoracentesis at the time of removing the catheter, the stylet detaches from the plastic base.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle detached. The following information was provided by the initial reporter: patient who during thoracentesis at the time of removing the catheter, the stylet detaches from the plastic base.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1994 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.